Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced 3 infusion set leakage in tube events on 11-june-2024. No further information available.